Event description:
It was reported that the doctor had problems with the guidewire. The guidewire got caught on the bevel of the needle and would not come out. The doctor had to open another kit and the same problem happened. The doctor pulled out the needle and the wire together, pushed the wire all the way through, and then turned the wire around and used it backwards, because of this, the doctor had to poke the subclavian three times. Besides the patient being punctured multiple times there were no other complications reported. The device was discarded at the hospital. The lot number was not available as the units and packaging was discarded as per dr. (B) (6). The sales representative was made aware of these events and has visited the hospital.

Manufacturer narrative:
The device will not be returned for evaluation, discarded at the hospital. The device history record review could not be performed as the lot number was not provided with the reported event. This event was determined to be reportable following edward's standard procedures. The risk is greatest when the central vein is accessed. Therefore, those malfunctions requiring a "new stick" should be MDR reportable.